Event description:
It was reported that the patient underwent revision surgery due to loosening of the tibial component, approximately 1 year and 1-month post-implantation. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). D10: item#: 159555; lot#: 65918489; desc: oxf anat brg lt lg size 4 PMA. Item#: 161470; lot#: 65725535; desc: oxf twin-peg cmntd fem lg PMA. Item# unk; lot# unk; desc: unknown cement. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.